Event description:
It was reported the tx60b device failed to seal the bowel. The instrument was refired with a new refill and was also unsuccessful. A new instrument was opened and the case was completed. No consequence to the patient.